Manufacturer narrative:
Updated information from the customer can be found in b3 - date of event.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm. It was reported that a leak was observed in the filter of the infusion set. The reporter stated per a medical order for parenteral nutrition, the infusion started for the patient on (B)(6) 2023 at 8:00 pm. Leakage was discovered on (B)(6) 2023 during the afternoon shift. The nutrition was suspended and eliminated due to the risk it represented for the patient. There was no report of human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.